Event description:
Reporter noted problems with infusion pressure that were not resolved with machine adjustment or changing bottle heights. Switched to air, but couldn't get air flow. Disconnected cannula from machine and manually re-inflated eye with saline. Maintained eye pressure manually while surgeon lasered the eye. No pt injury occurred, but felt there was potential for injury. Prognosis reported as stable.